Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No pump error 25 or low battery alarms noted during testing, however pump error 25 and low battery alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received power error detected alert. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was unknown. The insulin pump will be returned for analysis.